Event description:
It was reported that during an interventional procedure in an eccentric, 75% stenosed, mildly tortuous, heavily calcified, denovo lesion in the mid left anterior descending coronary artery and first diagonal coronary artery, the trek nc balloon dilatation catheter was prepared per instructions for use. The trek nc was advanced to the implanted xience v stent, in the first diagonal coronary artery, without resistance to perform post-dilatation. The first inflation of the trek was to 10 atmospheres (atm). Upon the second inflation to 12 atm, the trek ruptured. The device was removed from the patient anatomy without resistance. The stent was expanded sufficiently, with the trek balloon. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, runthrough hypercoat, stent: xience v. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.